Event description:
Medrad received info stating a patient passed away after a procedure. The information suggests the patient died due to oxygen deprivation that occurred after receiving anesthesia while obtaining an MRI.

Manufacturer narrative:
Medrad is in the process of completing the failure analysis. Once the failure analysis is completed, a follow-up report will be sent.